Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events and o reported delays of critical therapies while the device was in clinical use. During testing at the user facility, after the device was powered on, the device alarmed with a whitescreen error. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the user interface controller 2 (uic2) bbram hardware. This report represents all the info known by the reporter upon query by hospira personnel.